Manufacturer narrative:
This medwatch report is for the suspect device used in system 1 (lot number 20729743, expiration date 07/31/2012). Reference medwatch report with patient identifier (B)(6) for the suspect device used in system 2.

Event description:
Customer reportedly received result of 95 mg/dl on compact plus system 1 and result of 200 mg/dl on compact plus system 2 within 10 minutes. High blood glucose symptoms were reported with these results. Customer administered novolog 70/30 and high blood glucose symptoms improved. No adverse event reported. Requested return of suspect device and replacement was sent.